Event description:
A patient developed hives on her arms and face during a dialysis treatment which included a revaclear dialyzer. The patient was treated with benadryl and solu-cortef and continued treatment. The patient was switched to a different dialyzer following additional episodes with hives. The date of the event is unknown.